Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a 53 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of device ineffective and pelvic pain female. As concurrent condition the report mentioned dyspareunia. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with analgesic (benzocaine, phenazone) as well as surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: pain was managed with medications. Patient is ambulating and tolerating food. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): normal appearing abdomen. Bilateral venous congestion noted in the utero-ovarian vessels. Essure coil noted within the right fallopian tube. Normal benign appearing ovaries. Cystoscopy with bilateral ureteral jets. Normal bladder mucosa. Specimens: cervix, uterus, and bilateral fallopian tubes, bilateral ovaries. Esher (as written) coil noted in right fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Pathology test added. Additional reporter added. Essure removal date updated. (B)(6) 2025: no new information added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.